Event description:
Customer reported the device was found broken when the package was opened, prior to use on the patient. No patient harm or consequence reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. Dimensional measurements were taken on the returned 22m/15f swivel and cobb connector (inner and outer diameter). The results were found to be within specification. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint of swivel connector detached was confirmed. A non-conformance was opened to further address this issue.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was found broken when the package was opened, prior to use on the patient. No patient harm or consequence reported.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore one sample from current production at the manufacturing facility was chosen for evaluation. A visual exam was performed and no defects were observed. The dimensions of the cobb connector and the 22m swivel connector were verified and were found to be within specification. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the device was found broken when the package was opened, prior to use on the patient. No patient harm or consequence reported.